Event description:
Caller reported potential false negative result with consult diagnostic hcg cassette vs. A home pregnancy test. Distributor rep called in to determine sensitivity of the consult diagnostic hcg cassette as a result of a call from an end-user. The end-user wanted to know if there was a more sensitive test than the consult diagnostic hcg cassette. She was thinking that the home pregnancy test she used which gave a positive result was more sensitive than the consult diagnostic hcg test which gave a negative result which would explain the discrepancy. No pt info was provided.

Manufacturer narrative:
Lot number(s): hcg2020157. Expiration date(s): 02/2014. Control: 20miu/ml hcg urine lot: hcg121115-01. Summary of results: the retention devices meet qc specification. The 20miu/ml hcg urine control yielded correct positive results with retention devices at 3 mins (n=29). Conclusion: from retain testing with in-house control, the client's result was not replicated and the product performed as expected. Verified the product number, product description, lot number and batch record; no abnormal results were found. Retention devices were tested with 20 miu/ml urine samples. All results were positive at read time. No false negatives were observed. Mfg batch record review did not uncover any abnormalities. Customer was not calling in to report a product issue but to inquire about sensitivity of test. No problem found. Product deficiency was not established. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.